Event description:
It was reported that loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). The patient was hospitalized and a temporary pacing lead was used to pace the patient. The lp was interrogated at a later date and no anomalies were observed. The patient was in stable condition. Additional information was requested, but not yet received.

Manufacturer narrative:
Further information was requested but not received.